Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg was fully recharged within a four-hour cycle. After analyzing the device data logs, no anomalies related to premature battery depletion were found. Additionally, the ipg exhibited normal characteristics during both the visual and functional examinations. A product labeling review identified that the device was used per the instructions for use (IFU) product label. The rechargeable battery in the precision spectra system ipg should provide at least five years. Over time, the ipg battery will need more frequent recharges. Like all rechargeable batteries, use over time and repeated recharge cycles reduce the maximum charge capacity of the ipg battery. Battery life is dependent on your stimulation settings and conditions. The returned ipg was fully recharged within a four-hour cycle. The ipg exhibited normal characteristics during both the visual and functional examinations. A labeling review was conducted and stated that battery life is dependent on your stimulation settings and conditions. Considering that the ipg was implanted in 2014, a review of the labeling indicated that the rechargeable stimulator battery should last at least five years. Over time, with repeated charging, the battery in the stimulator may gradually lose its ability to restore full capacity, leading to difficulties during the charging process. Therefore, the investigation concludes that the reported event is known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was doing well.